Event description:
Pt's mother reports hospitalization due to dka.

Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump, and it was operating within required specs at the time of release. The pt has continued to use the pump with no reported subsequent events. If the device is returned, an eval shall be completed, and a supplemental report will be filed. No conclusions can be made at this time.